Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of eleven reports (3007042319-2015-01201, 01202, 01203, 01204, 01205, 01206, 01207, 01208, 01209, 01210, and 01211) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the controller (B)(4) port 1 stopped recognizing power. An elective controller exchange was performed for controller (B)(4). Then two days later this controller also stopped recognizing power source connected on to port 1. Controller was also exchanged a third time for controller (B)(4) and port 1, again stopped recognizing power in port 1. When vad coordinator called after 3rd controller exchange log files were sent and confirmed that driveline and pump functioning as expected and that this was a peripheral issue. After site consulted with engineering, it was recommended to the site to change controller to a brand new 4th controller (B)(4) and new back up (B)(4), and to utilize new ac adapter from new controller and to connect ac adapter directly to wall outlet and not power strip on cart. Since then the issue has been resolved. All equipment listed was connected or issued to patient and will be returned by site for interrogation. Any additional batteries that were connected to patient controller during hospitalization per log files were removed and returned to the manufacturer. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The reported event of three controllers not recognizing power in port 1 was confirmed. Bat307080, bat307651, bat307868, bat307927, cac095953, cac099303, cac101377, cac092089, con100804, con101101, and con092037 were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of bat307080, bat307651, bat307868, bat307927, cac095953, cac099303, and cac101377 revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of cac092089 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty diode which permitted the flow of current in both directions. Replacing this diode with a functioning component allowed the cac to maintain a proper output voltage. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of con100804, con101101, and con092037 revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to a transient voltage suppressing diode which was shorted to ground. Transient voltage suppression diodes are used to protect electronics from voltage spikes. Based on the analysis of cac092089, it is possible that the cac's faulty diode caused the controllers' diodes to short to ground. This protected the controllers from further electrical damage. The most likely root cause of the reported event can be attributed to a faulty diode which allowed the flow of current in both directions. This current flow may have damaged the controllers, rendering them unable to recognize power connected to power port. This is report three of eleven reports (3007042319-2015-01201, 01202, 01203, 01204, 01205, 01206, 01207, 01208, 01209, 01210, and 01211) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.